Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the hallway. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 202 an 199mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is 11/23/2016. The meter memory was reviewed for previous test result history (date / time not set): the 191mg/dl (B)(6) 2016 09:28 am fasting: yes, the 267mg/dl (B)(6) 2016 10:35 pm fasting: yes, the 227mg/dl (B)(6) 2016 02:50 am fasting: yes, the 227mg/dl (B)(6) 2016 10:42 pm fasting: yes, the 299mg/dl (B)(6) 2016 07:55 am fasting: yes. The customer is testing once a day (fasting) and is taking medication to control his diabetes (pill form). The customer has not made any recent changes in his diet, exercise regimen, or medication.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the hallway. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 202 an 199mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is 11/23/2016. The meter memory was reviewed for previous test result history (date / time not set): the 191mg/dl (B)(6) 2016 09:28 am fasting: yes, the 267mg/dl (B)(6) 2016 10:35 pm fasting: yes, the 227mg/dl (B)(6) 2016 02:50 am fasting: yes, the 227mg/dl (B)(6) 2016 10:42 pm fasting: yes, the 299mg/dl (B)(6) 2016 07:55 am fasting: yes. The customer is testing once a day (fasting) and is taking medication to control his diabetes (pill form). The customer has not made any recent changes in his diet, exercise regimen, or medication.